Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, b6, d11 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices implanted on (B)(6) 2014: 14 mm schanz screw (part 04.305.134, lot unknown, quantity 4); self-tapping locking screw 5mm (part 401.291e, lot unknown, quantity 4); self-tapping locking screw 8mm (part 401.294e, lot unknown, quantity 3); self-tapping locking screw 12 mm (part 401.297e, lot unknown, quantity 3).

Manufacturer narrative:
Additional narrative: patient¿s height reported as (B)(6). Initially it was reported as serious injury only. Upon receipt of the additional information the part is determined as serious injury and product malfunction. Added implant explant dates. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had initial surgery on (B)(6) 2014 for oral cavity squamous cell tumor eroding through the right hemi mandible requiring surgical resection and reconstruction mandible with osteotomies and skin grafting as well as tooth extraction. Patient was implanted with mandible plating system on (B)(6) 2014. Partial removal of mandible with free flap from left arm was also performed. Patient received chemotherapy and radiation as per scheduled by his oncologist. Postoperatively patient visited surgeon complaining the deviation of his lower jaw. Patient also complained having repeated swelling episodes and pain located at the angle of the right jaw. Postoperative x-rays taken on (B)(6) 2014 revealed that patient¿s mandibular plate has fractured. On (B)(6) 2014 patient underwent open reduction and internal fixation (orif) of mandible for the removal of broken locking plate. The plate was completely fractured at the angle of the mandible. All the screws were removed intact. Patient was plated with two (2) 2.0mm ti mini locking 4 holes narrow malleable plates, one (1) 2.0mm ti cortex screw self-tapping with plus drive recess 6mm, and two (2) 2.0mm ti cortex screws coarse pitch self-tapping. This complaint addresses revision due to broken mandibular plate. The second revision surgery due intraoral wound/infection and due to increase pain and loss of the skin paddle of flap and exposed has been captured under linked complaint (B)(4). Third surgery for bone transplant and replacement of hardware due to unknown reason has been captured under linked complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a mandible resection procedure on (B)(6) 2014 due to oral cancer. Initially the patient was doing well post-operatively with donor site pain reported initially and chemo/radiation therapy concluding on (B)(6) 2014. During a follow up visit on (B)(6) 2014, it was noted the patient had deviation of his lower jaw so a guidance appliance was ordered and used until (B)(6) 2014. On (B)(6) 2014 the patient presented with pain and swelling on the right cheek side. This is when the broke plate was discovered. The patient underwent a revision procedure on (B)(6) 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Date of event is unknown. The 510k: 1 unknown plates: mandible locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a mandibular resection and reconstruction on a unknown day . On (B)(6) 2017, the patient was advised by his treating physician that device had failed. The patient had to have the unknown titanium mandibular reconstruction plate removed (date unknown). It was noted that the patient contracted a (B)(6) infection and was forced to endure multiply surgeries date unknown. This report is for 1 unknown plates: mandible locking. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint addresses revision due to broken mandibular plate. The second revision surgery due intraoral wound/infection and due to increase pain and loss of the skin paddle of flap and exposed has been captured under linked complaint (B)(4). Third surgery for bone transplant and replacement of hardware due to unknown reason has been captured under linked complaint (B)(4). One (1) 2.0mm titanium mandible locking plate, right, extra, 6 holes x 21 holes (part number 447.422 / lot number 7376063) was reported with the complaint condition of ¿broken (2+ pieces): postoperatively : rm¿. However, the device was not returned for investigation; only images were provided. Thus, the following investigation is based on the provided x-ray and images. Investigation: picture investigation. The provided x-ray and pictures show a plate and ten (10) screws. The plate displays a transverse break between the third and fourth holes from the distal end. The plate shows 15 holes indicating that it was likely shortened from the original 21 hole length. No additional malfunctions could be observed from the provided images. No malfunctions were observed for the displayed screws. The device history record (DHR) was reviewed and no issues which would impact the complaint condition were identified. Two ncs were generated during production. The complaint condition is confirmed as the plate is broken in the provided images. The risk assessment was found to adequately address the complaint condition. Based on the provided information, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 447.422, lot number: 7376063, part manufacture date: 13-may-2013, manufacturing location: elmira, DHR record review: the device history record (DHR) shows this lot of 2.0mm ti mlp plate/right extra 6 holes x 21 holes was processed through normal manufacturing and inspection operations with no rework noted. A non-conformance for hole centering was noted. Ncr us1076496 is record that all 12 parts in the lot were inspected for centering and that one (1) part was found non-conforming and was scrapped. The remaining eleven (11) parts in the lot met all dimensional, visual and packaging criteria at the time of release with no additional issues documented during the manufacture that would contribute to the unspecified complaint conditions. A review of the billet material DHR revealed lot 7210399 met all specifications with no non-conformance noted. This material met all dimensional and visual criteria at the time of manufacture with no issues documented that would contribute to the unspecified complaint conditions. This material met all dimensional and visual criteria at the time of manufacture with no issues documented that would contribute to the unspecified complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. One (1) 2.0mm titanium mandible locking plate, right, extra, 6 holes x 21 holes (part: 447.422 / lot: 7376063) was reported with the complaint condition of ¿broken (2+ pieces): postoperatively : rm¿. However, the device was not returned for investigation; only images were provided. Thus, the following investigation is based on the provided x-ray and images. Device evaluation: investigation: picture investigation the provided x-ray and pictures show a plate and ten (10) screws. The plate displays a transverse break between the third and fourth holes from the distal end. The plate shows 15 holes indicating that it was likely shortened from the original 21-hole length. No additional malfunctions could be observed from the provided images. No malfunctions were observed for the displayed screws. The following drawing, reflecting the current and manufactured revision, was reviewed; 2.0mm mlp, 6x21 hole, right, extra. During the investigation no product design issues or discrepancies were observed. The device history record (DHR) was reviewed and no issues which would impact the complaint condition were identified. The risk assessment for compact mandible was reviewed and found to adequately address the complaint condition. Conclusion: the complaint condition is confirmed as the plate is broken in the provided images. The risk assessment was found to adequately address the complaint condition. Based on the provided information, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 447.422, lot# 7376063. Manufacturing location: (B)(4), manufacturing date: may 13, 2013, expiry date: n/a. The device history record (DHR) shows this lot of 2.0mm ti mlp plate/right extra 6 holes x 21 holes was processed through normal manufacturing and inspection operations with no rework noted. The lot met all dimensional, visual and packaging criteria at the time of release with no additional issues documented during the manufacture that would contribute to the unspecified complaint conditions. A review of the billet material DHR revealed lot 7210399 met all specifications with no non-conformance noted. This material met all dimensional and visual criteria at the time of manufacture with no issues documented that would contribute to the unspecified complaint conditions. The review of the raw material DHR revealed lot 7084123 was competed. This material met all dimensional and visual criteria at the time of manufacture with no issues documented that would contribute to the unspecified complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.